Event description:
It was reported that the device was explanted and replaced due to eri. Patient had previous high threshold, which required programming at very high amplitude. It is unknown if the battery depleted prematurely due to the high threshold. Patient was in stable condition prior, during and after the procedure.